Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 5915438. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreing material on the shell surface. During the initial evaluation an area of missing material measuring approximately 0.4 cm x 0.5 cm was discovered on the posterior aspect. A rent was found on the anterior aspect, measuring approximately 1.5 cm. Some creases were observed on the anterior and posterior aspect. Microscopic examination of the edges of the rent and the area of missing material revealed parallel striations. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/25/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).